Manufacturer narrative:
Patient information is not available for reporting. Date the device malfunction is unknown. Additional device product code: hrs. This report is for unknown number of locking screws. The potential part numbers of the locking screws are listed below; however it is unknown which of the following screws and how many screws were backed out. The 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 12mm (part # 04.130.212s, lot # 9856141), UDI: (B)(4). The 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 12mm (part # 04.130.212s, lot # 9959644), UDI (B)(4). The 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 16mm (part # 04.130.216s, lot # 9847325), UDI (B)(4). The 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 18mm (part # 04.130.218s, lot # 9849081) UDI (B)(4). Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number: (B)(6). A device history record (DHR) review was performed on the potential part numbers: 04.130.212s / 9856141: manufacturing location: (B)(4), manufacturing date: 16.mar.2016, expiry date: 01.mar.2026, no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the 04.130.212s / 9959644: manufacturing location: (B)(4), manufacturing date: 31.may.2016, expiry date: 01.may.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the 04.130.216s / 9847325: manufacturing location: (B)(4), manufacturing date: 16.mar.2016, expiry date: 01.mar.2026: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the 04.130.218s / 9849081: manufacturing location: (B)(4), manufacturing date: 07.mar.2016, expiry date: 01.mar.2026: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The serious injury due to the tear in the tendon and backed out screws that has the potential to need additional medical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported devices were used in the primary surgery for the fractures of the fifth proximal phalange and the distal radius on the (B)(6) 2017. The variable angle (va) hand plate in question and the plate from stryker corporation were used for osteosynthesis. Although the screws were torque-tightened during the primary procedure, it was found on (B)(6) 2017, a month and a half after the primary surgery that the reported locking screws had been backed out from the plate. Due to back-out of the screws, surrounding extensor tendon was torn. It was unknown from which holes the locking screws in question were backed out and exactly how many locking screws in question were backed out from the plate. The removal surgery of the both plates on phalange and the distal radius will not be performed due to the rejection from the patient. Patient outcome reported as okay. Concomitant device: 1.5mm ti val t-plate 3h head-7h shaft-sterile (part # 04.130.252s, lot # l102566, quantity 1), unknown stryker plate. This report is for unknown number of locking screws. This is report 1 of 1 for complaint (B)(4).